Event description:
The caller has reported experiencing recurring dexcom g7 sensor failures since (B)(6) 2024. These sensors are failing prematurely, not lasting the expected 10-day duration. She contacted dexcom for replacements, leading to delays and the need for independent insulin dosing in the interim. Since (B)(6) 2025, the caller's situation has become more challenging with the addition of an insulin pump, as sensor failures now directly impact the pump's functionality. Patient code: 4582. Device codes: 2588. Reference report #mw5174213.